Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a operation with a dynamic hip system (dhs) the pin broke during reaming with a drill bit. There was no patient injury reported. It was reported that the surgery was completed successfully. This is report number 3 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; investigations found that the dynamic hip screw/ dynamic condylar screw (dhs/dcs) guide wire got damaged due to inadequate handling. The guide wire is bent and does show the typical fretting marks that the device was used in a misaligned position. The device even was sheared off due to a long and excessive force effect. All indications point to the fact that a lateral mechanical overloading situation and misalignment while surgery caused a bending of the guide wire and finally the edges of the reamer cut the wire. The guide wire was analyzed for conformance to print specifications, as well as the device history record was reviewed. No abnormal findings were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.